Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 8/21/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and white material was on the tip of the catheter. It was reported that during the procedure the carto was reading high force readings and when zeroed would still read high force. In addition, the biosense webster representative noticed what was described as a "white goo" on the tip of the catheter. The catheter was replaced and the issue resolved. The procedure was continued. No patient consequence was reported. The high force reading was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The unidentified material "white goo" on the tip of the catheter was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and on august 21, 2019 noted that the catheter was returned in the condition reported as there was white material on the tip of the catheter. The white material remains assessed as a reportable issue.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was reported that during the procedure the carto was reading high force readings and when zeroed would still read high force. In addition, the biosense webster representative noticed what was described as a "white goo" on the tip of the catheter. The catheter was replaced and the issue resolved. The procedure was continued. No patient consequence was reported. An analysis was performed on the pictures provided by the customer. According to the pictures, white foreign material was observed on the catheter tip and with this information, the customer complaint was confirmed. Afterwards, the device was received for analysis. The device was visually inspected and it was received in a bag with the white material. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the force sensor. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that white material is primarily composed of a biological-based material, presumably human tissue. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the force sensor failure and biological material cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).